Manufacturer narrative:
The sample was serum. Sample collection and centrifugation information has not been supplied to date. Qc was within range. Service was not dispatched for this event. The customer sent sample to customer product line support (cpls) east for additional testing. Cpls observed that samples contained large lipid layer after thawing. Cpls confirmed the (B)(6) results obtained by the labs. Addition of non specific human igm to the samples prior to testing clearly lowered the signal. Addition of heterophile blockers to the samples prior to testing did not decrease the signal. Taken together these results demonstrate the presence of igm being able to generate signal (rlus) by linking particles to conjugate (B)(6) and that these igm do not correspond to heterophile antibodies. The conclusion was confirmed by the chromatographic analysis. The elution fractions corresponding to purified igm were tested with the access assay and were highly (B)(6) which demonstrates the presence of (B)(6) in the sample.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an obtaining (B)(6) result for one patient, which did not match patient's clinical presentation, generated by the unicel dxi800 access immunoassay analyzer. The result was reported out of the laboratory. The original sample was retested on two alternate methodologies. A discordant result was produced on one method and similar (B)(6) result was obtained on the other methodology. Patient impact is unknown.